Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. No further follow up was conducted, as the consumer requested that the surgeon not be contacted. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery the iol was ten degrees off axis. The consumer also reported his eye was marked while lying down, not sitting up. One day following the procedure he observed decreased vision. He also reported a shiny crescent moon in the lower quadrant of his vision, but that went away. Eight months following the initial implant procedure the patient underwent photo refractive keratectomy. One week ago the consumer noticed if lying down or reclining he will lose focus. The consumer also reported he has observed that his lens is detached or dislocated. No further follow up was conducted, as the consumer requested that the surgeon not be contacted.